Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to reset the pump, resolved the issue, and was advised to continue using the pump while being instructed to call back if the malfunction recurs.